Event description:
It was reported that the patient experienced episodes of dizziness. When the physician touched the skin over the pacemaker, there was no sensing of intracardiac signals, and no pacing. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found the device to exhibit normal electrical characteristics. The septum plug was damaged. A hole beside the aperture was noted. Excessive medical adhesive was found inside the hex inset and around the setscrew. A new torque wrench could not be fully inserted into the hex inset due to the adhesive, however the setscrew could be actuated up and down and secured. Uncharacteristic torque marks were on the setscrew contact surface that may indicate insufficient electrical contact between the setscrew and lead pin.